Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 626285, 625643.) Inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain menstrual, anemia, uterine fibroid, cyst ovary, menorrhagia, endocervical squamous metaplasia, endocervicitis, adenomyosis and inflammation. Previously administered products included for an unreported indication: ibuprofen and percocet. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and blood loss anaemia ("claiming bleeding- anemia"). The patient was treated with surgery (hyst. (Full) (interpreted as hysterectomy)). Essure was removed on (B)(6)2016. At the time of the report, the menorrhagia and blood loss anaemia outcome was unknown. The reporter considered blood loss anaemia and menorrhagia to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008 and (B)(6) 2008 plaintiff received treatment for anemia. Trailing coils; left 2 right 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: -both fallopian tubes are occluded s/p ensure treatment.. Imaging procedure - on (B)(6) 2008: essure confirmation test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-feb-2021: mr received: event 'medical device removal' was updated by 'menorrhagia'. Lot number, lab data, medical history, reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (batch no: 626285, 625643.) Inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain menstrual, anemia, uterine fibroid, cyst ovary, menorrhagia, endocervical squamous metaplasia, endocervicitis, adenomyosis and inflammation. Previously administered products included for an unreported indication: ibuprofen and percocet. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and blood loss anaemia ("claiming bleeding- anemia"). The patient was treated with surgery (hyst. (Full) (interpreted as hysterectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the heavy menstrual bleeding and blood loss anaemia outcome was unknown. The reporter considered blood loss anaemia and heavy menstrual bleeding to be related to essure. The reporter commented: discrepancy noted in essure insertion date: on (B)(6) 2008. Plaintiff received treatment for anemia. Trailing coils; left 2 right 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2005: both fallopian tubes are occluded s/p ensure treatment.. Imaging procedure: on (B)(6) 2008: essure confirmation test: bilateral occlusion. Lot number: 625643, manufacturing date: 2007/08, expiration date: 2009/08. Lot number: 626285, manufacturing date: 2007/12, expiration date: 2009/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2021: ticking of final repot box on EU/ca device tab. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anaemia ("claiming bleeding- anemia"). The patient was treated with surgery (hyst. (Full) (interpreted as hysterectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and anaemia outcome was unknown. The reporter considered anaemia and medical device removal to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008 and (B)(6) 2008. Plaintiff received treatment for anemia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs was received- event injury updated to anemia, new event medical device removal, patient details were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 626285, 625643.) Inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain menstrual, anemia, uterine fibroid, cyst ovary, menorrhagia, endocervical squamous metaplasia, endocervicitis, adenomyosis and inflammation. Previously administered products included for an unreported indication: ibuprofen and percocet. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and blood loss anaemia ("claiming bleeding- anemia"). The patient was treated with surgery (hyst. (Full) (interpreted as hysterectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia and blood loss anaemia outcome was unknown. The reporter considered blood loss anaemia and menorrhagia to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008 and (B)(6) 2008. Plaintiff received treatment for anemia. Trailing coils; left 2 right 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: -both fallopian tubes are occluded s/p ensure treatment.. Imaging procedure - on (B)(6) 2008: essure confirmation test: bilateral occlusion. Lot number: 625643 manufacturing date: 2007/08 expiration date: 2009/08. Lot number: 626285 manufacturing date: 2007/12 expiration date: 2009/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.